Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 149mg/dl at the time of the incident. The customer reported that her pump around the top where the reservoir screws off, it has come off. The customer reported that the ring where the reservoir screws in fall off and she found it. The clip is worn out at one end. The customer reported that she found half a ring on the floor and she went to change the insulin and fill the insulin it was real ruff and when she went to healthcare professional they said it was damaged on the reservoir area of the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring and cracked reservoir tube.